Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  During evaluation, it was observed that a flex cable assembly connecting the power module and the therapy pcb assembly was loose.  After a reconnection of this cable, proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device would not complete its boot up cycle. Wihout a successful boot up, the device could not be used on a patient, if needed. This device was a new device and was being evaluated prior to placing into service. There was no report of any patient use associated with the reported issue.